Event description:
According to the reporter, during a thoracoscopic up- right lobectomy during application at the right upper lobe bronchus, the device was unable to fire and unable to squeeze the handle. They replaced the device to complete the case and resolve the issue. The patient is alive with no injury.

Manufacturer narrative:
Evaluation, device: post market vigilance (pmv) led an evaluation of one device. The proximal end of the adapter was fractured. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Replication of the damaged loading unit adapter may occur due to over flexure of the loading unit while attached to the instrument. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.